Event description:
The customer reported that the system displayed a precharge failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The battery was tested and found to be low. No further service info was provided.